Event description:
It was reported that a patient experienced a blood-stained dressing following a insertable cardiac monitor (icm) insertion procedure. The event was considered non-serious and not related to any study or non-study device. The issue was addressed by applying manual pressure and changing the dressing. No invasive interventions or diagnostic tests were required. The event was assessed as causally related to the procedure itself. No additional adverse patient effects were reported. This icm remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.